Event description:
The customer reported an incident where the swivel mechanism of their affiniti ultrasound system¿s control panel would not lock into position; however, it is unknown if the issue was discovered while transporting the unit within the user facility. No patient or user was harmed as a result of the issue. The field service engineer replaced the trigger enclosure to resolve the issue.

Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. A follow up report will be provided upon investigation completion.

Event description:
The customer reported an incident where the swivel mechanism of their affiniti ultrasound system¿s control panel would not lock into position; however, it is unknown if the issue was discovered while transporting the unit within the user facility. No patient or user was harmed as a result of the issue. The field service engineer replaced the trigger enclosure to resolve the issue.

Manufacturer narrative:
The customer replied this issue did not involve a horizonal control panel lock failure. The system¿s control panel was stuck in one position; there was no free movement. Therefore, this issue did not pose any additional risk to the user or patient. The control panel trigger lock enclosure was replaced to resolve the issue. The system has been placed back into service with no additional complaints regarding this issue reported by the customer post repair.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.